Manufacturer narrative:
On 15-mar-2021, it was found that an incorrect statement was included in the initial report. On 22-mar-2021, it was found that d.2a. Common device name was incorrect on the initial report. Manufacturer's reference number: (B)(4). In b.5 initial report, it was stated that this report is for the left-sided prosthesis. However, this report is actually for the right-sided prosthesis. On the initial report, d.2a. Common device name was reported as prosthesis, breast, noninflatable, internal, silicone gel-filled. However, the correct d.2a. Common device name is prosthesis, breast, noninflatable, internal, silicone gel-filled.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5098626 that a female patient underwent a breast surgery with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. As a result, the patient underwent explantation sometime in 2020. The implantation and explantation dates were estimated as (B)(6) 2016 and (B)(6) 2020 respectively based on available information. Since no contact information was provided, mentor is unable to follow up for additional information. This report is for the left-sided prosthesis.